Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue is based on the image returned, the filter-pro was unintentionally misused as a needle cover. As received, all five returned samples had their needle caps present. No other damage or anomalies were observed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cap was mistaken for covering the needle head post use and pierced through the top which resulted in a needle stick injury to a medical professional. The needle stick injury protocol was observed; there was patient involvement. There was no adverse event for the patient or clinician.